Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level displayed as "high", specific value was not provided. Customer administered a correction injection via mdi to address high bg.